Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.